Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a hospital nurse via phone call that the customer was hospitalized due to high blood glucose. The customer was hospitalized on (B)(6) 2017 with blood glucose of 399 mg/dl. At the time of admittance, the customer complained of symptoms of nausea, vomiting and high blood glucose but said there were no significant events leading up to the hospitalization. The cause of the hospitalization was diabetic ketoacidosis. While the customer is being hospitalized they are on an insulin IV drip. They were wearing the insulin pump at the time of the hospitalization. Troubleshooting was not done because patient will call back to complete it. The insulin pump will not be returning for analysis.